Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence and fecal incontinence patient reported that they had bladder spasms after her procedure the patient stated that they would have a need to go but was only able to pass a small amount of urine. Patient further stated that the issue has since resolved and was now able to urinate. No further complications were noted or anticipated